Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a 30mm rigid saddle ring was chosen for procedure. An abbott ring sizer set was used during the procedure. The mitral valve repair included a bilateral leaflet repair as well as a chordal replacement with artificial chordae or suture. There were no intraprocedural adverse events noted. Post procedure, a pericardial effusion was discovered, and a drainage of the pericardium was then performed in the operating room. The patient was also diagnosed with sick sinus syndrome (sss), and a permanent dual-chamber pacemaker was implanted.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a 30mm rigid saddle ring was chosen for procedure. An abbott ring sizer set was used during the procedure. The mitral valve repair included a bilateral leaflet repair as well as a chordal replacement with artificial chordae or suture. There were no intraprocedural adverse events noted. Post procedure, a pericardial effusion was discovered, and a drainage of the pericardium was then performed in the operating room. The patient was also diagnosed with sick sinus syndrome (sss), and a permanent dual-chamber pacemaker was implanted. Subsequent to the previously filed report, additional information was received that on (B)(6) 2021 after the 30mm rigid saddle ring was implanted, post procedure but prior to discharge from hospital, an echocardiogram was performed which revealed lower wall ischemia on (B)(6) 2021. A coronary angiogram was performed, and no ischemia was visualized. On (B)(6) 2021, the patient experienced nausea, vomiting, and new onset atrial fibrillation. On 4 august 2021, a pericardial effusion was discovered, which was treated with a pericardial drainage. The pericardial effusion did not lead to cardiac tamponade. There was no reported cause of the pericardial effusion. On 4 august 2021, the patient also experienced anemia, and patient was transfused 2 units of red packed blood cells. On (B)(6) 2021, the patient experienced atrial fibrillation with ventricular tachycardia. On (B)(6) 2021, the patient complained of dyspnea on exertion, and a permanent pacemaker was implanted. The patient was later diagnosed with mitral valve plasty failure with severe mitral valve insufficiency. On (B)(6) 2022, the patient had a mitral valve replacement. The 30mm rigid saddle ring was explanted due to mitral regurgitation. A bioprosthetic valve was implanted. A tricuspid valve repair was also performed during surgery.

Manufacturer narrative:
An event of pericardial effusion and sick sinus syndrome after implant of a rigid saddle ring was reported. Also reported was that one year after the ring was implanted the ring was explanted and replaced with a prosthetic valve due to regurgitation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field showed no indication of device malfunction. It was indicated that the pericardial effusion and the sick sinus syndrome were due to the implant procedureh6 health effect - clinical code: 1721 code removed. Codes 1729, 2095, 1702, 4451, 1970, 2144, and 1816 were added. H6 health effect - impact code: 4607 code and 4641 code added. H6 medical device problem code: 2993 code removed.